Manufacturer narrative:
The intraocular lens remains implanted (B)(6). Device evaluation: the lens and/or insertion device were not returned. The lens was implanted. The white foreign material described was not returned for evaluation. A photo of the implanted lens provided by the customer was evaluated. Based on the photos supplied, the investigation did not discern what the foreign matter was or where it was on the lens (surface or within the substance of the lens). The reported issue could not be verified. The alleged foreign material was observed after the lens was implanted, therefore it could not be ruled out that the source of the alleged foreign material is related to surgical accessories and not the lens itself. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there was white material on the intraocular lens (iol). The white material was seen on the iol when it unfolded in the eye. The iol remains implanted, and there was no impact to patient. No additional information was provided to abbott medical optics.